Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the stroke was not confirmed. The issue had been resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was first reported the patient had a minor stroke during the lead placement. Later, the caller stated the stroke was not confirmed and took place a few days after the lead placement. The caller had no additional information. It was unknown if the was related to the device or therapy. The patient was having an MRI. No further complications were reported or anticipated.